Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cable being damaged was confirmed via the provided image, as the image displayed a tear in the white power cable near the connector-side bend relief which revealed the inner layer. The system controller (serial number (B)(6) was not returned for analysis, and available information indicates that the controller was exchanged without issue. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the outer layer of one of the connectors of the system controller was defected. There was a hole in the outer layer. The patient was unsure what caused the defect. There were no alarms associated with the damage to the system controller connector. The system controller was replaced.